Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. Treatment for this event was not reported. Ten days later, the patient was discharged from the hospital. The patient recovered from the event of peritonitis. The nurse declined to provide further information. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
Complaint no: (B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h11j24049 and h12e29053 (product codes 5c4482 and 5c4483) with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.